Manufacturer narrative:
Final analysis found normal device characteristics. No anomalies were noted.

Event description:
It was reported that the patient deceased and the primary cause of death was probable cardiac arrest. The secondary cause was myocardial infarction and coronary artery disease. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.